Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, far field p-wave oversensing was observed on the implantable cardioverter defibrillator. The patient did not receive inappropriate therapy as a result of the oversensing. The oversensing was noted on the stored electrocardiogram. Programming changes were discussed but were not performed.